Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a report by a caregiver with supplemental information provided by a nurse of a patient having peritonitis coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On (B)(6) 2012, the caregiver called into baxter technical services regarding an unrelated alarm. The caregiver stated that the patient just got out of the hospital due to the patient having peritonitis. On (B)(6) 2013, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse (pdn). The pdn reported that the patient was diagnosed with peritonitis- unspecified on (B)(6) 2012 and was admitted to the hospital on that same day. The patient was treated with unspecified antibiotics and discharged on (B)(6) 2012. The patient was retrained on proper technique and has recovered. The pdn did not believe that the peritonitis was caused by baxter products or therapies. The cause of the peritonitis is unknown. No further information was given.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no device malfunction or use error is not confirmed because disposable set was not returned to baxter, batch review revealed results are acceptable with no manufacturing issues and user did not describe any types of use errors or other issues that might have caused the reported problem. A review of all batch record documents was performed for h12h09109 with no issues noted during the manufacturing process. There were no deviations from standard procedure.